Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) was observed on the device. Technical support was contacted and the recommended reprogramming was done to resolve the event. The patient was stable and will continue to be monitored.